Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1jj0r, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the rep was invited for lead revision on (B)(6), due to patient not getting symptom relief after implant replacement of (B)(6) 2017. It was reported that when the health care professional (hcp) connected the new lead to the ins, the rep said they could not get a good impedance reading. Rep increased stimulation to 5 volts but they did not increase pw. It was reviewed with the rep to increase stimulation up to 2 volts at 360 pw, and looking for body response to stimulation was reviewed. The rep said they did not test for it and that the doctor just wanted to replace the implant. The rep said they think the ins got fluid in it. Impendence was fine when a new ins was used. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned.

Manufacturer narrative:
The returned 3058 implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was analysed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the pulse width had been increased to 300 during troubleshooting instead of 260 as previously reported. No other information was available from the rep who had attempted contact with the healthcare provider (hcp). There were no further complication reported or anticipated.